Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional testing were performed on the returned device. The reported balloon rupture was confirmed. The reported resistance during advancement could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported the procedure was to treat a lesion with heavily calcified lesion in the superficial femoral artery (sfa). The lesion was treated with an atherectomy device successfully. A 4.0 x 120 mm armada balloon catheter was advanced with some resistance with the vessel to the target lesion for pre-dilatation; however, the balloon ruptured at 10 atmospheres during the second inflation. The balloon catheter was removed from the patient anatomy without any issues. A non-abbott balloon catheter was used to complete pre-dilatation successfully. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.